Event description:
The aluminum leg broke off the transfer bench and the patient fell off but was not injured. We think the screws in the leg of the bench were tightened too much when manufactured causing the leg to break.